Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient had a surgery and was moved to a rehabilitation facility afterwards. Nevro attempted to obtain additional information regarding the nature of the surgery, but none was available. There have been no reports of further complications regarding this event.